Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl at the time of the incident. She also reported that the insulin pump had insulin flow block alarm. The customer was assisted in troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.